Manufacturer narrative:
Evaluation summary: as received the outer box and outer cavity has been opened, the tyvek seal of the inner cavity remains sealed on the device. The inner cavity is cracked along both sides of the supporting rib on one side of the device. The outer cavity is also cracked along one side. The returned box exhibits wrinkles/deformation and fraying around the edges from multiple shipments. A complaint history search yielded no additional complaints against this item/lot combination. Additional complaints for the same/similar conditions have been received against this item, however, due to the low frequency of occurrence (less than 0.1%) of this issue and the relatively low patient risk no actions are currently planned. Based on the info available the likely cause for the reported issue is transit damage from shipping. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that during surgery, the nurse saw that the first box was damaged but not opened. The first internal packaging was damaged and the product was not sterile.